Event description:
It was reported patient underwent an elbow arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2013 due to an unknown reason. The humeral component was removed and replaced with a custom component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent an elbow arthroplasty on (B)(6), 2010. Subsequently, patient was revised on (B)(6), 2013 due to a fractured humerus caused by a patient fall. The humeral component was removed and replaced with a custom component.